Event description:
Left transcarotid artery revascularization (tcar) outline carotid access and neuroprotection (nps) device placement performed, pre-dilation with a 3 x 20 balloon with enroute 9 x 40 mm stent placed. Upon second angiography view of stent, a dissection was seen proximal to stent. After placement of second stent (enroute 9 x 30 mm) and post-dilation with a 5 x 20 balloon, a small proximal dissection remained requiring a third stent (enroute 9 x 30 mm) and final post dilation with same 5 x 20 balloon. There was good flow documented, no remaining dissection flap could be visualized in two views. Prior to closing, a doppler ultrasound was used to confirm carotid flow. The neck incision was closed. The patient was awakened, assessed neuro-intact and speaking. Dissection is thought be have caused by diseased anatomy.